Event description:
It was reported that the ilet¿s screen was cracked and became unresponsive, while the device otherwise appeared to continue functioning. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical care, no hospitalization, and continued therapy without alarms. Investigation included collection of user reports and coordination of replacement and return for evaluation. Investigation of this device revealed damage to the display assembly consistent with a broken or cracked screen and unresponsive touch interface, with no indication of internal functional failure or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s screen due to external factors.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.